Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deflation, other-medical.

Event description:
Patient reported left side "pain," "possible deflation," and "complications." Device remains implanted.